Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise that inhibited pacing when the patient pressed his hands together. The lead would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
The lead exhibited a high impedance at followup on (B)(6) 2013. New information states that the lead was capped and replaced on (B)(6) 2016, due to insulation anomaly which suspected due to noise and varying impedance. The patient was in stable condition post procedure.